Event description:
It was reported by the patient had stated that they wanted a substitute option for the discontinued items 4a2044 and 4a2045. They stated that their husband had tried the unisex options, but these had caused infections and had not worked. It was unknown what medical intervention was provided for infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.